Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
It was reported that the patient applied the infusion set on skin which was not free of hair that led to infusion set fell off during use and visited to the emergency room due to high blood glucose of 489 mg/dl which was treated by intravenous and fluids of saline and insulin on (B)(6) 2026.